Event description:
A home patient contact baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during drain 1/6 of their automated peritoneal dialysis therapy. Reportedly, the home patient disconnected the transfer set from the patient line of the homechoice set during a drain cycle without pausing therapy. When the home patient returned the homechoice machine was alarming. The home patient reconnected self to the setup in an endeavor to clear the alarm. Baxter's technical service center assisted the home patient in ending therapy early. Per the home patient's nurse, no patient injury or medical intervention was associated with this incident.